Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had consistent non-physiologic noise oversensing. The shock lead impedance also reportedly doubled and was greater than 200 ohms, in one of the test vectors. This rv lead was ultimately abandoned surgically, and a new lead was placed. No additional adverse patient events. This product has not been returned. This report will be updated, should additional information be received.